Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications product lot #. Were any concomitant procedures performed? Onset date/time of the pain from surgery. What medical intervention was given for the pain management? Results? Please provide date and surgical findings of reoperation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced vaginal pain and had a removal of the vaginal portion of the mesh. Additional information was requested.